Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime test due to faulty force sensor system. Motor passed motor test. No unexpected low reservoir alarm noted. Pump was received with normal operating currents and no unexpected off no power, low battery or bad battery alarms noted. Pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.